Event description:
Patient was able to purchase colored contact lenses without any doctor's contact lens prescription. Patient presented with red eyes. Upon further examination, corneal neovascularization was present in both eyes. Patient was instructed to discontinue use and return to my office in 12 weeks. Contact lenses were obtained without a doctor's prescription from (B)(6). One pair; frequency: daily; ophthalmic. Dates of use: (B)(6) 2014.